Manufacturer narrative:
The astral device was returned to a resmed third party service center. Evaluation confirmed the reported complaint. Replacing the pneumatic block assembly and motor capacitor did not resolve the issue. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.